Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00450.

Event description:
It was reported that, "during the bha, the surgeon opened the inner blister pack, the c-clip had already broken and there were some fiber of the sock into the centrax (40mm). He hated this condition and opened another one (39mm) to implant it instead of the 40mm. However, also the 39mm was same condition as 40mm. Similarly the c-clip had already broken and there were some fiber of the sock into the 39mm. As a result, he removed the fibers from 40mm and implanted it on the pt."